Manufacturer narrative:
Investigation evaluation: description of event: it was reported, when the user opened a bakri tamponade balloon catheter in an emergency treatment of postpartum hemorrhage (pph), it was found that the balloon had a hole in the tubing. Following insertion, the tubing was found to be leaking. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. There were no adverse effects to the patient reported. Reviews of the instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned for evaluation. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Cook could not complete a review of complaint history records search of other complaints associated with the complaint device lot number due to lack of lot information from the user facility. A review of the relevant quality control documents does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported, when the user opened a bakri tamponade balloon catheter in an emergency treatment of postpartum hemorrhage (pph), it was found that the balloon had a hole in the tubing. Following insertion, the tubing was found to be leaking. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. There were no adverse effects to the patient reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone number: (B)(6). E3: clinical midwifery matron. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.